Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an 8.5 cm thoracic aortic aneurysm. The pt is elderly and has a history of copd, hypertension, hyperlipidemia and smoking. The pt also had a small abdominal aortic aneurysm. The iliac arteries were extremely tortuous which required a conduit to be sewn in directly to the common iliac artery. It was reported that pt would not tolerate an open repair procedure to his age and co-morbidities. Five talent thoracic stent grafts were successfully implanted with no endoleak seen and there was good perfusion of the celiac as well as the subclavian artery. Two days post implant the pt had spinal chord ischemia and developed thromboemboli to the visceral arteries and expired. Films were reviewed by an independent contracted physician and his impression was as follows: there is significant thrombus throughout the aorta. This puts the pt at risk of thromboemboli. With an infrarenal aneurysm there is also risk of paraplegia. Distally, the neck is around 15 mm and then dilates to 51 mm at the level of the celiac. Overall pt appears to be poor tevar candidate. There does not appear to be any graft related defects.

Manufacturer narrative:
Eval: (film eval). Eval results: (death), (several co-morbidities, tortuous iliac arteries, significant thrombus throughout aorta). Eval conclusions: (several co-morbidities, tortuous iliac arteries, significant thrombus throughout the aorta).